Manufacturer narrative:
The investigation into the positioning issues has been completed. The device was not returned for investigation. Based on the clinical information provided, the cause of the positioning issue (impella pulled out) was patient movement. Staff was turning and moving patient to clean.

Event description:
The complainant was implanted with an impella cp. It was reported that while the patient was being cleaned, the console started alarming pump in aorta. Both the placement signal and lv waveform matched and looked like an aortic waveform, and motor current were flat. Flows were reduced to p2. The patient was taken to the ccl to remove the pump. Fluoroscopy demonstrated that the pump was in the aorta. Therefore, the pump was explanted.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿